Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they received a battery out limit alarm, failed battery test alarm and off no power alarm. The customer's blood glucose was 277 mg/dl at the time of incident. The customer stated that they corrected the blood glucose with manual injections. The customer stated that they received a failed battery test alarm after inserting a new battery. The customer stated that the home screen returned along with a closed circle. The customer stated that the insulin pump was alarming but there was nothing on the screen. The insulin pump will be returned for analysis.

Manufacturer narrative:
The insulin pump was received with no button response due to flattened all button dome switch. The connector on the lcd board was inspected and no anomaly was noted. Unable to verify for black circle anomaly and verify for operating currents including low battery, battery out of limit, off no power, failed battery test bad alarm or battery indicator anomaly due to no button response. No flashing screen or unexpected audio or beep anomaly noted. Unable to perform rewind. Basic occlusion, occlusion, prime, excessive no delivery and displacement test due to no button response. The insulin pump was received with minor scratched display window, cracked case at the display window corners and cracked reservoir tube lip.